Manufacturer narrative:
Initially the attorney reported that a single event of the implant of a composix kugel mesh occurred, however, medical records received and a review of these records identified another event. Based on the review of medical records, the patient underwent repair of three recurrent incarcerated hernias using one composix kugel mesh on (B)(6) 2008. Approximately 7 months later, the patient experienced three recurrent incisional ventral hernias. Adhesions between the graft and jejunum resulted in a small bowel obstruction. Three composix kugel meshes were explanted and one new composix kugel mesh was implanted. Based on the information provided, there is no indication of a device failure. Additionally, no product was returned for evaluation. Although there is no indication of a device failure it should be noted that the patient was treated for a recurrence, which is a known adverse event listed in the IFU. Information related to the recalled composix kugel mesh implanted on (B)(6) 2005 will be reported in accordance with rae (B)(4). See MDR 1213643-2011-00188 for information related to the composix kugel mesh implanted on (B)(6) 2005.

Event description:
Based on the review of medical records, provided by patient's attorney: on (B)(6) 2005 - patient underwent repair of two incarcerated ventral hernias with two composix kugel meshes. On (B)(6) 2008 - patient underwent repair of three umbilical midline incisional hernias using composix kugel mesh. The hernias were noted at the site of last incision point. On (B)(6) 2009 - patient underwent repair of recurrent (x3) incarcerated ventral incisional hernia. A small bowel obstruction was noted due to adhesions between the graft and the jejunum. Three previously placed composix kugel meshes were explanted.